Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian patient underwent a primary breast augmentation procedure with unspecified mentor gel breast prostheses and suffered several unexplained systemic symptoms, including neck pain, sinus infection, strep throat, vision issues, brain fog, mood and psychological issues, food allergies, goiter, thyroid issues, allergy to the sun, and bilateral baker grade iii capsular contracture. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor breast prostheses on (B)(6) 2019. Post-explantation, it was observed that the patient¿s left breast prosthesis had ruptured, and the patient¿s right breast prosthesis was discolored. The patient also alleged that there was mold in the explanted right breast prosthesis. Since the device has not been returned to mentor, no investigation has taken place and the presence of mold cannot be confirmed. This medwatch report is for the patient¿s right breast prosthesis.